Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated occasional intermittent undersensing of the right ventricular (rv) lead. In addition, suspected loss of rv lead capture was noted during the recorded episode. The rv lead remains in use. No patient complications have been reported as a result of this event.